Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a, product ID: l-evolutfx-2329, (lot: 0012564412); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement, during the rinsing process of the d-ev olutfx-2329, potential dust or plastic particles were noticed, likely originating from the loading tray. It was uncertain whether the condition was sterile or contaminated. Due to a concern that additional particles might become trapped in the catheter or valve, a new system and valve were used for the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed a vial was received for analysis. Label on the vial reads ¿pe myokard 4% formalin 06/25¿. An unidentified fiber could be observed floating on the solution in the vial. It was not possible to perform ftir testing due to the small size of the fiber. Updated data: d4 d9 h2 h3 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.